Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: uneventful intravenous access insertion used for induction of anaesthesia/ maintenance fluids without issue until during case, the injection port was noticed to begin to leak. Steady continuous venous blood drip, despite no obvious precipitating cause including no nibp measurement, so venflon removed. No significant blood loss. Two separate cases had same incident. Alternative IV access obtained and leaking venflon removed. Both venflons isolated to allow possible further examination.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. DHR was performed. Machine history record was reviewed and no abnormality was observed. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: uneventful intravenous access insertion used for induction of anaesthesia/ maintenance fluids without issue until during case, the injection port was noticed to begin to leak. Steady continuous venous blood drip, despite no obvious precipitating cause including no nibp measurement, so venflon removed. No significant blood loss. Two separate cases had same incident. Alternative IV access obtained and leaking venflon removed. Both venflons isolated to allow possible further examination.